Event description:
The customer reported getting a no shock delivered message during a patient event although they saw a muscular response. There was no negative patient impact.

Manufacturer narrative:
(B)(4). The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.